Manufacturer narrative:
Date received by manufacturer: 27-may-2015. Additional information was received that the patient was having trouble charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s device was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was reportedly doing well. The explanted device was not returned to bsn.

Event description:
A report was received that the patient&#38112;device was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient¿s device was no longer working. The patient will undergo a revision procedure.